Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and a suspend anomaly from the insulin pump. The customer's blood glucose reading was 455 mg/dl. The customer treated with a bolus. The customer stated that when the pump went into suspend, he did not receive insulin for a few hours. The customer was advised of the lock keypad feature. The customer stated that the self-test passed. The customer was advised to monitor the issue.